Manufacturer narrative:
Section d4 (UDI): correction; section d4 (expiration date) and h4: additional information ; manufacturer's investigation conclusion: the report of a driveline rupture was confirmed based on the submitted photograph. The x-ray of the driveline was unremarkable. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU and patient handbook contain information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a mild "driveline rupture" near the exit site. X-rays of the driveline were taken and then silicone medical glue was used to repair the driveline.